Event description:
It was reported that on (B)(6) 2024, while inspecting the instruments after going through the decontamination process, the sales rep noticed that there were several instruments that were damaged. The sales rep took note of the product numbers, not known were lot numbers, however, before he can get any other information about the instruments, the hospital staff discarded them. There was no patient involvement. The time when the instruments were found was postop. Because these instruments were discarded, will not be able to return any of them. This item is an insertion handle for the ppfx system, and the tip of this handle was stripped. 1. 03.019.017 quantity 2 both of these items are depth gauge, and the tips of the depth gauge were broke off. 2. 03.045.008 quantity 1 this item is a retention pin, and the tip of the retention pin broke off. This report is for one (1) retent pin scrdriver qc hex 12/sht/xl25. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. D4: UDI: as the serial and lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.